Manufacturer narrative:
Concomitant medical products: product ID: neu_ascenda_cath, product type: catheter. Other relevant device(s) are: product ID: neu_ascenda_cath, the catheter was returned for analysis. Analysis found catheter/catheter body/damage to transition tube. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump. The catheter was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.